Event description:
Event description guidant received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), the box label voltage was 3.25v and upon interrogation when taken out of storage, the voltage was 2.8 at mol1. ,